Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stomach was not emptying because their implant was not keeping their muscles working. The patient was feeling nausea and could not eat anything which was continually getting worse. It was noted that the patient no longer had a managing healthcare provider because they were no longer practicing. The patient was scheduled to see a new healthcare provider but was inquiring to see what their options were because their symptoms were getting worse. No trauma/falls we reported that could be related to their issue. The patient stated that they just needed to increased stimulation; the patient had been adjusted twice in the past. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the cause of the loss of effect was determined and they adjusted the ins. No further complications were reported/anticipated.